Event description:
It was reported that the healthcare provider suspected that there was loss of capture (loc) on this pacemaker. Data analysis was performed, technical services confirmed loc possibly due to fusion beats and discussed that loc appears normal. No adverse patient effects were reported. This device remains in-service.